Event description:
It was reported that after a during anterior resection procedure, surgeon noticed gas leak from 12mm trocar sleeve. This was an intermittent leak which occurred when removing instrument from port to exchange. This did not cause any significant drop in gas pressure and was resolved as soon as the instrument was placed back in the port. Instruments used in this port were 5mm ultrasonic and suction irrigation device. Procedure continued despite the leak. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/04/2012. . Additional information: were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? No. Was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? Na. What was the gas consumption rate or volume (liter/minute)? Don't know. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? No. If so, what device? Na. Was any torque being applied to the trocar or device? No. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.